Manufacturer narrative:
Event date: the event occurred in january 2023, reported as possibly january 12, 2023. Device manufacturer address 1: (B)(4) las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, paclitaxel set leaked from the drip chamber. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d4: expiration date, h4, h6, and h10. Additional information for h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a leak below the drip chamber, between the assembly of the tubing and the drip chamber. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.